Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that stent inadequate apposition and in-stent restenosis (isr)occurred. In (B)(6) 2014, a 3.5x28mm promus element everolimus-eluting coronary stent system was implanted at the proximal rca. In (B)(6) 2015, the patient was hospitalized for follow-up coronary angiography. Coronary angiography revealed 75% isr in previously placed promus element stent in proximal rca. The patient was referred for percutaneous coronary intervention(pci). In (B)(6) 2015, the patient was brought to the cath lab for the planned pci in proximal rca. The rca was engaged with the catheter and the guide wire was crossed into the rca. Intravascular ultrasound (ivus) was performed and revealed poor expansion of the previously placed promus element stent in proximal rca. The poor expansion was attempted to be treated with a series of balloon angioplasty. However the poor expansion persisted. Ultimately the poor expansion and the 75% isr in the previously placed promus element stent in proximal rca was treated with placement of a 3.5x12mm non bsc drug eluting stent. Following post dilatation residual stenosis was 0% with timi 3 flow. Subsequently, follow-up core-lab angiography findings of mid rca, noted absence of thrombus as well as aneurysm. Core lab also noted absence of isr. Revascularization included remote target vessel revascularization(tvr).